Event description:
Caller alleging discrepant inratio value. On (B)(6) 2013, inratio: 5.9, lab: 2.1. Tests performed within one hour of each other. Pt's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.